Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected. The patient was asymptomatic. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the complete lead was returned in three segments for analysis. External insulation abrasion measuring 0.2cm was noted on the middle segment, consistent with lead friction to the ICD can.